Event description:
It was reported to philips that the system's c-arm stand was moving on its own. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned neurovascular procedure. The procedure was performed and completed the c arm only moved a few inches very slowly, so the user used the room as normal after that. The philips field service engineer checked the system remotely and confirmed that the c-arm was moving on its own. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the table side controller was defective. To resolve the issue, the fse replaced the table side controller. The same issue reoccurred after a few days, where fse replaced table side control. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.